Manufacturer narrative:
Device was used for treatment, not diagnosis. Age, date of birth, weight and ethnicity/race were not provided for reporting. UDI: (B)(4). Upc = (B)(4). Expiration date= na. Lot number = 0514d. The device has been returned to the manufacturer and is under evaluation/investigation and a review of the device history record has been requested. Upon visual evaluation of the returned device, it was noted that the metal cutter was completely separated from the container. Product was shipped to manufacturing site for further evaluations. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with reach j&j floss waxed mint 100yd. The consumer stated that the metal cutter came off during use of dispensing the floss. There was no adverse event associated with this event.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on february 20, 2014. H3, h6: a manufacturing investigation was performed for the subject device, it was confirmed that the metal cutter was completely separated from the insert assembly. It is unknown how the product was being used at the time. At this time, no conclusion is able to be drawn about the cause of the metal cutter separation as no additional information is available regarding the use of the device. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.